Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery cap was cracked and stripped. Customer does not know how damage occurred, but believes that hospital staff may have stripped battery cap while in the hospital for non-diabetes related issue. Customer's blood glucose was 65 mg/dl and was treated with a glucagon shot. Customer was advised that insulin pump would need to be replaced.